Manufacturer narrative:
No further information has been made available to the manufacturer for this event, including the device serial number. Based on limited information received the root cause cannot be determined at this time, therefore no conclusion can be drawn. The device is not available for return or analysis. This case will be closed at this time and can be re-visited if further information becomes available. Device not returned to manufacturer.

Event description:
The manufacturer was notified on 13 june 2017 of the following event: the surgeon notified a company representative of an event with a memo 3d rechord that occurred approximately one year ago. The mitral valve was repaired with a memo 3d rechord (size unknown) and the patient had an uneventful post op course. One year later the patient returned symptomatic and a dehiscence was observed. Re-operation was performed.